Manufacturer narrative:
E1- phone number: (B)(6). G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the valve included in the simple pneumothorax aspiration accessory set leaked. An unknown patient was undergoing chest drainage since (B)(6) 2024. Despite daily chest x-rays confirming no issues with the pleura, persistent bubbling was observed in the drainage system. On the morning of (B)(6) 2024, the attending physician asked the nurse to assess the valve for potential air leak. Examination revealed that the non-return valve was not crimped and could be easily disassembled. After removing the valve and connecting the suction system directly to a new drainage bag, the bubbling stopped. A follow-up chest x-ray confirmed the absence of bubbling and the resorption of the pneumothorax. The physician was advised to verify proper crimping of the valve during future installations. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
It has come to cook's attention that this event is a duplicate of manufacturer report reference number 1820334-2024-01590. The final report for that event was sent 23jan2025. Therefore, this complaint, with reference #1820334-2025-00268, is being close-cancelled, and no additional reports will be sent. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.